Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user was disconnected from the ilet for an MRI, during which the dexcom continuous glucose monitoring (cgm) sensor was removed. A new sensor was placed afterward. The highest blood glucose (bg) recorded was 374 mg/dl. The user's blood glucose (bg) was corrected through the ilet corrective algorithm once dosing resumed. The user¿s husband planned to confirm with a finger stick and calibrate the sensor upon returning home. No symptoms during the event, outside assistance, or medical intervention were reported.